Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was pocket stimulation, that an atrial lead polarity switch occurred, and that there was emi (electromagnet interference). The lead remains in use. No further patient complications have been reported as a result of this event.